Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found internal insulation abrasion was noted at 7.3 cm to 8.6 cm from the distal tip. The etfe coating was intact at this/these location(s). External insulation abrasion was noted at 10.1 cm to 10.3 cm from the distral tip consistent with lead friction to [another device or feature of the heart. The etfe coating was intact at this/these location(s). External insulation abrasion was noted at 30.1 cm to 30.8 cm from the distral tip consistent with lead friction to another device or feature of the heart. The insulation abrasion breached the svc cables lumen with no cables found in the abrasion zone.

Event description:
This report is to advise of an event observed during analysis.